Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.

Event description:
It was reported that during a surgery, two sequoia drivers stripped. Levels treated were l3-l5 for grade 1 spondylolysis. While tightening the set screws at the end of the case, both final drivers in the set stripped. There were no other instruments available for use during final tightening. The set screws were left in place and the case closed. The delay to the case was only a few minutes and there was no impact to the patient.